Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving morphine 10mg/ml for a total dose of 0.5mg/day via an implantable pump for spinal pain and degenerative disc disease. It was reported the patient's pump was flipped. The flipped pump was confirmed. It was noted that the patient is larger so they have had difficulties with refills in the past. It was stated that they have already been in the process of weaning the patient off so the original plan today ((B)(6) 2017) was to put saline in the pump and program it to run at minimum rate, but since it was flipped they would like to have it permanently shut off. The reason for the call was the manufacturer representative (rep) wanted to know what steps to take in order to have the pump shut off. It was reviewed pump off authorization form signed and faxed back before a daily code can be provided to shut off the pump. Pump off authorization form was sent. It was unknown how the flipped pump was confirmed as rep had no additional information. Rep was to follow up with healthcare professional (hcp). No symptoms were reported. Event date was unknown. It was later reported that the pump off authorization form was sent back and they would like assistance with programming pump to an off state. Rep was walked through appropriate steps. Patient information, serial number, managing hcp and drug information was provided at this time. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported the rep called once notified by healthcare professional of desire to stop pump. It was unknown when the patient first started experiencing the pump flipped and the difficulties at past refills. It was unknown if the pump flipped was confirmed. The cause of the difficulties at past refills was unknown. The patient's weight at time of event was unknown. It was unknown if the pump involved with the events will be explanted or remain in the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.